Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr / 410psr on 2/3/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "sloshing" when they raise their arm that may come "from the pocket."

Event description:
Patient reported that they hear "sloshing" when they raise their arm that may be coming "from the pocket" on the left side. The device was explanted and replaced.